Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera could not focus on the image. The customer reseated endoscope and rebooted system with no resolve. The field service engineer (fse) was contacted for troubleshooting assistance, and the fse had the customer press the front and back buttons but the issue persisted. Full troubleshooting was not completed. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was reproduced during field evaluation. Investigation indicated a defective camera. Replacement of this part resolved the issue. Following this, the system was further tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the camera involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported issue. The returned part was found out of alignment and required adjustment. The probable cause is attributed to the user.